Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency; the trial began on (B)(6) 2020. It was reported that the trial patient stated they are self cathing and this is the most bothersome symptom. Patient voids a little on their own but still needs to cath. Patient was to increase the stimulation today and when they did, they were feeling it at 0.9 in the urethra which was not comfortable. Patient backed it down to 0.8 and this was comfortable.